Event description:
It was reported by service report that the brakes are not working and the head end will not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head end.